Manufacturer narrative:
Per tandems t:slim user guide: your t:slim pump detected that the cartridge could not be used and all deliveries have stopped. This can be caused by over filling the cartridge (with more than 300 units of insulin). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred when the cartridge was filled with over 300 units. Additionally, when a new cartridge was loaded, a cartridge alarm 5 (pressure out of range) occurred. The user's blood glucose (bg) level was 400 mg/dl. The bg level was addressed with a bolus via the pump. The user successfully loaded a new cartridge.